Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an introducer sheath in a rosch-uchida transjugular liver access set experienced sheath-hub separation during a transjugular intrahepatic portosystemic shunt (tips) procedure. After jugular vein puncture, as the user was ready to puncture the portal vein, it was noted that "the stylet fail to enter into the catheter and dilator". As a result, a new same-model device was used to complete the procedure successfully with no adverse effects to the patient. A video provided revealed that difficulty advancing the grey dilator into the introducer sheath was experienced, ultimately resulting in sheath-hub separation. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Wuhan haiyunwang (china) informed cook on 03nov2021 of an issue with a rups-100 (rosch-uchida transjugular liver access set). The customer stated the dilator would not pass through the sheath or sheath hub. While trying to insert the dilator, the hub separated from the sheath. A replacement set was used to complete the procedure successfully. The patient did not experience any adverse effects. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used set was received. It was noted that the 12fr dilator would not pass through the sheath or hub. The hub separation was noticed upon visual inspection. Additionally, a video provided revealed that difficulty advancing the grey dilator into the introducer sheath was experienced, ultimately resulting in sheath-hub separation. The failure was confirmed; however, cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one related non-conformance for ¿tip/taper inadequate, incomplete, or missing¿ in which the device was scrapped. A database search identified no additional complaints associated with the final product lot number. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rösch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: warnings ¿-if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance. Force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. -reinsertion of dilator prior to removal of flexor sheath increases the strength and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, inspection of the returned device, provided video, and the results of the investigation, the cause for this event was traced to component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.